Event description:
During knee surgery, it was found that the monomer and the polymer could not be mixed well (inconsistent texture). The operating room temperature was at 20c. The cement was stored at the distributor's warehouse however, the period time stored and the temperature/humidity there are not known. After it was transported to the hospital, it was stored in the refrigerator (the time period or the temperature is not known) and taken out 3 minutes before use. The cement was mixed manually without vacuum. The mixing component was stored at the hospital at 20 c. No antibiotics etc was mixed with a cement. The surgery was managed using another new simplexp without problem. There was no significant delay in the surgery or the adverse outcome to the pt due to the event.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product was discarded. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).